Event description:
It was reported that cyto admin 4 line set c110 had bubbles indicating a leak. This was discovered during use. The following information was provided by the initial reporter: during administration of chemo, the nurse noticed that there are bubbles indicating some sort of leak towards the end of the cyto inline.

Manufacturer narrative:
H6: investigation summary: the customer raised a complaint about codan cyto-ad z® inline/4 due to the presence of air bubbles in the tube when administration of chemo. No sample other than a video from a cyto set were provided. The video showed only the lower part of the device (lower y-piece and the inline spike adapter). One of the lateral port was not used and a closure plug was attached to it. A foreign infusion set was connected to the other port. The inline spike adapter was free. Other possible connected devices were unknown. The fluid flowed into the tubing and came out of the inline spike adapter. During the flow, some air bubbles could be detected in the middle of the y-piece. The main line, over the y-piece, looked empty. A device history review could not be completed as the batch number provided was incorrect. To identify the exact error and to determine the root cause, a sample is needed for investigating. A usual cause of such leakage is a loose connection of the closure plug. The pressure difference during the flowing, causes air intake into the system through the loose closure plug. According to the instructions, all of the closure plugs should be tighten before filling of the device. In this case, probably one (or both) closure plug(s) of the upper y-piece was not tight. It caused air intake into the system and consequently air bubbles. In the video, the device was no more in use. The rest of the fluid emptied because of the leaky closure plug. During the flow, the air come into the set through the closure plug as well as the inline spike adapter because the low volume of the liquid.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that cyto admin 4 line set c110 had bubbles indicating a leak. This was discovered during use. The following information was provided by the initial reporter: during administration of chemo, the nurse noticed that there are bubbles indicating some sort of leak towards the end of the cyto inline.